Event description:
A patient sample ((B)(6)) was tested for myoglobin and troponin on an advia centaur xp instrument which is connected to an advia workcell cdx laboratory automation system. The myoglobin and troponin results were reported to the physician(s), who questioned them. The sample was retested for myoglobin on the same instrument and resulted higher. The sample was not retested for troponin. It is unknown if the repeat myoglobin result was reported to the physician(s). The operator discovered that the myoglobin and troponin results that had been reported closely aligned with the results of the patient sample that was behind sample sid (B)(6) on the track. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low myoglobin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that the interface barcode reader was misaligned at the interface gate. The barcode on patient sample sid (B)(6) was not read when the sample was moved into the proper position. The sample was then moved into the next position on the track without being sampled and the following sample (sid (B)(6)) was moved into the position to be aspirated. Due to the barcode reader misalignment, the barcode reader scanned the barcode on sid (B)(6) and then aspirated from the sid (B)(6) sample tube. The results for sid (B)(6) were reported for sid (B)(6). The sample tube for sid (B)(6) was then sent around the track a second time because the myoglobin and troponin tests had been ordered and there were no results for that sid. The cse corrected the barcode reader alignment. The cause of the discordant, falsely low myoglobin result for sid (B)(6) was results being reported for the incorrect sample due to a malfunction of the barcode reader. The laboratory automation system is performing according to specifications. No further evaluation of this device is required. Urgent field correction (ufc) 10814146 "advia labcell and advia workcell cdx potential for barcode misalignment on interface gates" was sent to customers in the united states in february 2013. Urgent field safety notice (ufsn) 10814049 "advia labcell and advia workcell cdx potential for barcode misalignment on interface gates" was sent to customers outside the united states in february 2013. The ufc/ufsn notified customers that a field service technician would be sent to customer sites to verify the proper alignment of all interface gates. Customers were instructed to schedule service visits with field service engineers if they were planning to replace an interface gate.